Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the internal hoses of the subject device had liquid inside. The event occurred during service and maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to d8. The device was returned to olympus for inspection and the reported failure was confirmed, black residue was found inside the tubing along the pneumatic pipeline and the manifold system. Additionally, the unit failed average flow rate and flow accuracy. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of material could not be identified. A definitive root cause could not be identified of the foreign material and failed flow rate/accuracy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.